Manufacturer narrative:
The company service rep examined the system and could not duplicate the problem reported. The pcb was replaced as a preventive measure. The system was then tested and met all product specifications. The pcb has been sent in for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4).

Event description:
Adverse event(s): no pt impact (no consequences or impact to pt). Product problem(s): "system shut down" (loss of power). The nurse reported the system shut down during procedure. Another system was brought in and case was completed. No pt injuries were reported.